Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no error code found. A functional check was performed and the reported error code 1870 was unable to be duplicated. There was no fault found with the returned pump.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "error code 1870" alarm. No adverse effects reported